Manufacturer narrative:
(B)(4). On an unreported date in (B)(6) 2014, the patient experienced peritonitis. The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a patient had a break in aseptic technique coincident with peritoneal dialysis (pd) therapy which caused peritonitis. The break in aseptic technique was further described as the patient was ¿not wearing a mask and was doing it wrong.¿ on an unreported date, in the same month as onset, the patient was hospitalized for the event. Treatment for the event was unknown. On an unreported date, the patient was retrained on proper aseptic technique for pd therapy. Five days prior to the receipt of this report, the patient was discharged from the hospital. On an unreported date, in the same month as discharge, the peritonitis was resolved and the patient was recovered from the event. At the time of this report dianeal and extraneal therapies were ongoing.

Manufacturer narrative:
(B)(4). The breach in aseptic technique was further specified to be an unsuitable home environment. The peritonitis was manifested by abdominal pain and cloudy effluent. The patient was treated with gentamycin and vancomycin (doses, routes, frequencies and durations not reported) for the peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.